Manufacturer narrative:
Based on the claim against the product by the customer noting weak energy, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu/erbe) due to monopolar being weak. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the customer reported complaint was confirmed/reproduced. The erbe was placed on an in-house system and was run in normal mode. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system has been encountering erbe issues. The fse was able to reproduce the customer reported complaint and replaced the erbe to resolve it. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the energy on the monopolar settings appeared to be weak. The customer elected to continue, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure and the ports were placed. The system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury.